Manufacturer narrative:
The lens was not implanted. Attempts have been made to obtain additional information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge tip of a preloaded delivery system, model pcb00, was split in half when inserting the intraocular lens (iol) into the patient''s operative eye. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 04/16/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at microscope magnification was performed and showed lack of lubricant material in the device. The cartridge tip was cracked and deformed and the lens was stuck at the cartridge tip. The reported issue was verified. The condition in which the sample was returned is consistent with a product that was handled and prepared for surgical process. Based on the analysis there is no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.